Manufacturer narrative:
Title: a bicuspid aortic valve imaging classification for the tavr era citation: jacc: cardiovascular imaging (2016) vol. 9, no. 10 (doi 10.1016/j.jcmg.2015.12.022) authors: hasan jilaihawi, md, mao chen, md, john webb, md, dominique himbert, md, carlos e. Ruiz, md, josep rodés-cabau, md, gregor pache, md, antonio colombo, md, georg nickenig, md et al. Earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. Patient code:(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding the implant of transcatheter bioprosthetic valves into patients with a bicuspid aortic valve. All data were collected from multiple centers in the united states, europe, asia and canada between april 2005 and october 2014. The study population included 130 patients 60 of which were implanted with a medtronic corevalve (serial numbers not provided). The corevalve patients were predominantly male with a mean age of 77 years. Among all patients implanted with a corevalve, 4 deaths occurred. One implant was converted to an open surgical procedure due to low placement of the valve into a heavily calcified non-raphe type bicuspid annulus, however the patient died. Three additional deaths occurred within 30 days. None of the 30 days deaths were attributed to a medtronic product. Among all patients implanted with a corevalve adverse events included: 3 incidents of valve-in-valve procedures, 1 cardiac tamponade, 2 conversions to surgery, 19 incidents of none/trace paravalvular leak (pvl), 33 incidents of mild pvl, 6 incidents of moderate pvl, and 1 incident of severe pvl. Other adverse events that occurred within 30 days included; 1 incident of a cerebral vascular accident (cva), 14 incidents of permanent pacemaker implant. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The initial regulatory report (2025587-2017-00033) was inadvertently submitted as a death report, however none of the deaths were related to the device. This report has been submitted with "intervention required". If information is provided in the future, a supplemental report will be issued.